Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complaint alleged that while attempting to treat a (B)(6) patient in cardiac arrest (gender unknown), the device displayed a "dysf. Discharge capable defib" message. Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.